Manufacturer narrative:
Evaluation: results: a lens work order search was performed and no similar complaint was found within the work.

Event description:
It was reported that the patient had a micl 12.6 implantable lens implanted in the left eye (os) in 2007. As part of the postmarket study, the patient reported that he was experiencing some halo effect. See MFR #23826-2009-00838 for the right eye.